Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing interrupted recharging of the ipg, and a replacement charging system was sent to the pt. The pt had turned the system off. The sjm representative met with the pt and the replacement did not resolve the issue. It was reported the pt had gained weight and the ipg depth may be an issue. The physician planned to undertake surgical intervention to address the issue, however, the pt was healing from pneumonia and the procedure would take place at a future date.